Manufacturer narrative:
The lead was surgically abandoned. As the lead will not be returned for analysis, the clinical observations cannot be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this had an aortic valve surgery and following that surgery, the system exhibited noise and undersensing which resulting in a delay of therapy less than thirty seconds. A revision procedure was performed and the atrial lead was removed from service. A new system was implanted on the patient's right side. No additional adverse patient effects were reported.